Event description:
It was reported that pump alarmed ?no disposable clamp tubing" numerous times, inspite of cleaning the pump, swapping pumps. Alarms occur both immediately after programming and days into week long infusions. No patient injury was reported.

Manufacturer narrative:
Two pictures were received for evaluation. Results: from picture is observed the unit package. The complaint is not confirmed. No unit was received to perform inspection or testing